Manufacturer narrative:
(B)(4). An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device record review confirmed the labeling, material, and process controls were within specification. A supplemental report may be submitted upon final review of medical records.

Event description:
Patient's clinic nurse (rn) reported that the patient was cultured and treated for peritonitis due to the patient not following aseptic technique. Patient was not hospitalized. Patient was treated with fotaz 1gm daily for two days, gynazole 600mg twice daily for 21 days and nystatis twice a day. The patient's catheter was subsequently removed and the patient now receives dialysis at an in-center hemodialysis clinic. Medical records have been requested.

Manufacturer narrative:
There is no documentation in the medical record that indicates a causal relationship between the liberty cycler and the patient¿s peritonitis. Medical records do not indicate the etiology of the patient¿s peritonitis. However, the pdrn stated that the patient was not following aseptic technique. The peritonitis organism staphylococcus epidermidis suggests touch contamination.

Event description:
On (B)(6) 2016, the patient presented to the hospital due to severe abdominal pain. At the hospital, the patient was informed that she was septic. The patient was started on oral antibiotics but refused intravenous antibiotics and hospital admission. Patient's physician encouraged the patient to stay at the hospital but the patient still refused. The pdrn stated the patient's catheter was removed and the patient now receives dialysis treatment from an in-center hemodialysis clinic.